Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Refer to manufacturer report # 3005099803-2010-02031 for the other associated device information. It was reported to boston scientific corporation that two sensation micro oval snares were used during a joint esophagogastroduodenoscopy and polypectomy procedure within the stomach on (B)(6), 2010. According to the complainant, when the physician attempted to close the snare around the polyp, the wire within the catheter sheath broke at the handle. The physician attempted to use a second sensation micro oval snare to cut the polyp when the same issue occurred. The physician was able to successfully complete the procedure with a third sensation micro oval snare. With both problematic devices, it was reported that the cautery function worked properly until the devices broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.